Event description:
The patient expired due to an unknown cause. Further review of the device records indicated undersensing episodes, but that they did not result in the loss of any therapy contributing to the patient's death. The device was explanted and returned for analysis.

Manufacturer narrative:
The device was received after the patient was reported to have expired. The device was interrogated and normal communication was established. A visual inspection was performed and there were no anomalies observed. Impedance, sensing, pacing, and high voltage shock were tested on the bench and the device was normal. An ate test was performed and the device passed all tests.